Event description:
It was reported that the device had error code 356.6710. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c0201. Annex d: d02. Investigation summary: field technician stated issue of ¿error code 356.6710¿ was confirmed. Upon power up device alarmed with channel error 356.6710. Original fpc cable was swapped for a known-good one for testing. Pca device was then powered on. Channel error 356.6710 no longer appeared. Device was observed to be operating as expected. Thereby confirming the root cause to be a fpc cable. On 12-dec-2024, pca device was received unboxed and with paperwork. External investigation confirmed the reported issue upon power up. Internal investigation revealed a faulty fpc cable. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace faulty fpc cable. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had error code 356.6710. There was no patient involvement.